Event description:
I had total knee replacement on this date. During the month of recovery, I noticed a popping sound when walking. The popping would happen when my leg would go forward. I asked my dr about this and was told it was just the apparatus popping. As my recovery has progressed, the popping has increased. It has now been six months and when I walk my knee pops at least three times. I can move it from side to side and it pops. I plan to make an appt with my original dr and then get a second opinion.